Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that duirng boot up of the 9900 system there was a communications error. There was no report of pt injury.